Event description:
On (B)(6) 2015, the reporter contacted animas alleging a history settings issue with the pump. There was reportedly an issue with the bolus amount. There was no additional information available for this complaint. The pump and the patient reportedly was unavailable to troubleshoot at the time the incident was reported. Customer technical support has made multiple attempts to contact the patient without success. There was no reported adverse event associated with the reported incident. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/30/2015 with the following findings: the returned battery cap and returned cartridge cap were used to complete testing. The pump was able to boot up to display the verify screen with no issues. The pump was exercised for 24 hours with no errors, alarms or warnings. A 10 unit audio and 10 unit normal bolus was successfully performed on the pump and both accurately recorded in the pump history. An ezbg bolus and an ezcarb bolus were manually calculated; the pump correctly calculated the same units. The pump¿s bolus calculation feature was found to be functioning properly during investigation and the reported complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.